Manufacturer narrative:
Apoc incident:(B)(4). The investigation was completed on (B)(6) 2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l20013.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive result of 0.13 ng/ml on a patient.. There was no patient information at the time of this report. Return product is not available for investigation. Method: I-stat, date: 07/13/2020, result : 0.13 ng/ml, sample: a. Vista, 07/13/2020, <0.01 ng/ml, b. With multiple attempts, collect/test times, and patient information was not available. The customer also stated that the patient did not have an mi, and the facility was unable to provide final diagnosis. On 23-jul-2020 the facility reported that the unexpected ctni result was due to operator error. The facility states they will review proper handling with operators and do not want to pursue further investigation with apoc. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. Despite what the facility reported, operator error was inconclusive and there was no evidence the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 714258-00t reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).